Manufacturer narrative:
Investigation results: the reported product or photo was not returned by the customer. The customer complaint of loose caps could not be verified due to the product not being returned for failure investigation. The customer returned a material number that was not reported. The customer was asked about the mixup with the sample return, and they advised that we proceed without the sample. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that bd maxplus pressure rated extension set was loose/ leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that blue cap was loose upon attachment to the IV. After the cap was tightened, the product continued to leak and had to be changed out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed